Event description:
As reported, when unpacking a 5f mynx control vascular closure device (vcd), part of the vcd was torn off. There was no reported patient injury. The device is being returned for evaluation.

Manufacturer narrative:
A product history review is expected but not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, when unpacking a 5f mynx control vascular closure device (vcd), part of the vcd was torn off. There was no reported patient injury. Additional information was requested but not provided. The device was not returned for evaluation as previously expected.

Manufacturer narrative:
As reported, when unpacking a 5f mynx control vascular closure device (vcd), part of the vcd was torn off. There was no reported patient injury. Additional information was requested but not provided. The device was not returned for analysis despite multiple attempts to obtain the product. The product history record (phr) review could not be conducted as a lot number was not provided. The reported event of ¿mynx control system-separated¿ could not be confirmed as the device was not returned for analysis. The exact cause of the issue experienced could not be determined. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the torn off condition reported. However, handling factors are possible. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ without a lot number to conduct a phr review, it is not possible to determine if the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventive action will be taken at this time.